Event description:
Rn (registered nurse) reported: md used a balloon device during procedure and after inflation, the balloon popped when removing balloon out of sheath, the tip was separated from catheter. Patient was having fistulagram with angiographic guidance by vascular surgeon. Operative note documents: I was able to guide a wire through the stent narrowing site and placed into the ivc (inferior vena cava). I then performed balloon angioplasty of the distal subclavian vein stent. I then started to perform balloon angioplasty of the more proximal stent, but the balloon popped. The balloon easily withdrew out of the stents down to the sheath. However, the last portion of the balloon had a very difficult time coming through the sheath. With mild force, I was able to remove it over the wire which confirmed that the balloon had tore. Both opaque markers were visualized on the catheter. However, I was concerned that there was possibly more balloon material remaining on the wire. I removed the 6 french sheath and flushed to confirm that no material was within the sheath. I then inserted a 35cm 8 french sheath and removed the dilator shortly after the sheath entered the fistula. I then advanced the sheath without the dilator hoping to capture any remaining material on the wire. I performed suction on the sheath while advancing it. The sheath was then removed in flush, and no debris was encountered. I reinserted the 8 french sheath just a couple of cm into the fistula. I then advanced a snare pre-loaded over the wire up to the axillary vein stent. I then tightened the snare around the wire withdrew with back into the sheath. I then removed the snare and the sheath. I again flushed the sheath, and no debris was visualized. I was confident at this point that no remaining material was on the wire in the body.